Event description:
It was reported that a patient developed a psychotic condition with delusions and the patient required hospitalization due to the event. It was noted that the patient was arrested and jailed for attacking their spouse and others. It was unknown if any diagnostic testing or troubleshooting was performed. It was reported that the patient¿s condition required treatment, and it was unclear if this was a ¿function¿ of the patient¿s therapy. The patient¿s status was noted as alive with injury.

Manufacturer narrative:
Product ID: 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va023l5, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).